Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The issue involved four serial numbers.this is for (B)(6).please see (B)(4) for (B)(6),(B)(4) for (B)(6) and (B)(4) for (B)(6). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported that during on-site maintenance, a fault in the inspiration block was discovered in four devices. The customer confirmed that the issue happened during preventive maintenance service. There was no patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to insp block - "press blower" sensor. Part replacement is required to resolve the issue.